Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Boston scientific technical services (ts) confirmed that the device voltage consumption was not stable and was an unexpected behavior. In addition, it has been confirmed that it shows high power consumption for the output setting and sensing frequency. The cause of the increase in power consumption is currently unknown, but it is assumed that some kind of problem has occurred with the device. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Boston scientific technical services (ts) confirmed that the device voltage consumption was not stable and was an unexpected behavior. In addition, it has been confirmed that it shows high power consumption for the output setting and sensing frequency. The cause of the increase in power consumption is currently unknown, but it is assumed that some kind of problem has occurred with the device. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Boston scientific technical services (ts) confirmed that the device voltage consumption was not stable and was an unexpected behavior. In addition, it has been confirmed that it shows high power consumption for the output setting and sensing frequency. The cause of the increase in power consumption is currently unknown, but it is assumed that some kind of problem has occurred with the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field a. Patient information and e. Initial reporter.